Manufacturer narrative:
Investigation completed on a smiths medical smiths medical syringe infusion pumps/medfusion 3500 pumps clutch lever error was reveled in the event log and during testing, the position pot would not recognize the location of the plunger head. Unable to determine cause of event. Action was taken to replace the position pot. Device was in overall good shape. Passed all functional testing.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 reviewed " clutch lever error." No patient adverse events were reported.